Event description:
Implanted pacemaker inserted on 3/1/95 when pt was admitted in complete heart block. Pt was discharged on 3/4 and readmitted on 3/6 with pacemaker malfunction. Pt went to surgery on 3/6 for pacemaker lead change and went to ICU post op.